Event description:
It was reported that the patient with this pacemaker presented to the emergency room diaphoretic and with a heart rate of 29 beats per minute (bpm). External pacing was provided. Upon further review, loss of capture (loc) was suspected on this right ventricular (rv) lead. Additionally, the right ventricular automatic threshold (rvat) was found to be in suspended mode and high capture thresholds were observed. No additional adverse patient effects were reported. At this time, this device system remains in service.